Event description:
It was reported that the ilet powered off due to battery depletion overnight and, upon recharge and restart, displayed a prompt to connect the cgm or enter a blood glucose value; the user experienced a pairing failure between the dexcom g7 and the ilet, and guidance was provided that cgm reconnection could take time, with instruction to call if reconnection exceeded 30 minutes. Symptoms included no reported physical symptoms. Outcomes included a high glucose reading of 263 mg/dl that was out of range for approximately one hour, an ilet high glucose alert, and successful correction using the ilet without outside assistance or medical intervention. Investigation included troubleshooting and education related to cgm pairing and device operation following power restoration. Investigation of this case revealed that the event was associated with loss of power leading to temporary loss of cgm communication and an initial pairing failure to the ilet only, with subsequent resolution after device recharge and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction following battery depletion with transient cgm connectivity disruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.